Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is rec'd. A lot history record review could not be performed as the product lot number is unk. Internal file number - (B)(4).

Event description:
The hospital reported that the end of the vasoview 6 pro was glowing hot and may have sparked. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The hospital indicated that multiple devices recently experienced issues. We are following up with the customer to obtain add'l info as no further info was provided.